Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the distal end of the flutes broken. However, without the return of the device for physical evaluation, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force, misaligned insertion and/or prying/leveraging the device during use.

Event description:
Update dw 22-jan-2024: further information were provided that the surgery was finished successfully without any complications. Surgeon saw the small fragment which remained inside of the patient when he made last control x-ray screening in the end of the surgery. There was no chance to remove the fragment because the surgeon already sutured up the incision.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an ankle sprain surgery the surgeon noticed after the screw was placed that the drill bit fragment . The fragment remained in the patient's body, due to the mini-invasive type of procedure, it was not possible to extract the broken piece. It was not necessary to switch the surgical technique or no second surgery was performed.